Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a navio ukr procedure, the system gave an internal cable error as they were switching from exposure to speed control during the bone removal stage on the femur. The surgery was changed to manual procedure with a delay of greater than 30 minutes.

Manufacturer narrative:
H3, h6: the navio siu, part number 220025, sn003295, used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Tested unit and showed error 40000000000. The most likely cause of this event is a blown f1 fuse on the siu. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint, however no further escalation action is required. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the device malfunctioned during the ukr procedure. Per the field report, the surgeon abandoned the navio and changed to a conventional procedure with a 30-plus-minutes surgical delay with no patient injury or further interventions reported. The product evaluation will be performed independent of this medical investigation; however, the functional findings ¿confirmed¿ the reported problem. Responses to clinical documentation/information requests were not received as of the date of this assessment. Patient impact beyond the reported use of the manual instrumentation with a greater-than-30-minute surgical extension to conclude the procedure would not be anticipated as per the complaint and field report, no patient injury resulted from the conventional procedure or the 30-plus-minute surgical delay. No further medical assessment is warranted at this time. As a part of a corrective action, a design revision was made to the navio system circuit boards to address this failure. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Corrected data: h6 (health effect - impact code and medical device problem code).